Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
The device was received from (B)(6) for service. During servicing of the device, it was found to have low power. It is unk if the device was used during surgery, and it is unk if injury or medical intervention occurred. There was no add'l info proviced.